Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. The "long string like material¿ was not returned with the device. The handle was dissected and opened; the sheath tubing was cut and removed from the handle. The sheath was then dissected to allow additional visual inspection of the jacket liner. One gouged strip of jacket liner was noted throughout the sheath lumen, consistent with the ¿long string like material¿ that was reported. No anomalies were noted to the sheath hemostasis hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the jacket liner delamination remains unknown. The brk needle instructions for use (IFU) states that the brk needle should be within dilator during introduction, "insert the needle/stylet into the dilator. Advance the needle/stylet under fluoroscopy until it is approximately 2 cm from the dilator tip inside the introducer." Failure to use the dilator may cause the jacket lining of the sheath to tear.

Event description:
During an atrial fibrillation ablation procedure, a long string like material was extracted from the sheath. Friction was noted upon withdrawal of the mapping catheter. The sheath was removed and purged and a long string like material was extracted from the sheath. There were no consequences to the patient.